Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b3; b4; b5; b7; d2; g1; g3; g6; h1; h2. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation on seven (7) years and eleven (11) months ago as part of a clinical study on the afn and rfn znn (zimmer natural nails). Subsequently, it was reported that approximately one (1) month post-implantation, the patient had a dvt that was treated with anticoagulants and then six (6) months after that, a prominent screw and skin irritation which was treated with pain medication as the patient does not want another surgery. Attempts have been made and no further information has been provide

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. The root cause of the dvt was determined to be unrelated to the device. A definitive root cause cannot be determined for the pain. The patient had a history of osteoporosis; it is unknown if this caused or contributed to the reported event. Event was unable to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). E1: full establishment name (B)(6) hospital. G2: foreign - event occurred in the UK, customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation on seven (7) years and eleven (11) months ago as part of a clinical study on the afn and rfn znn (zimmer natural nails). Subsequently, it was reported that approximately one (1) month post-implantation, the patient had a dvt that was treated with anticoagulants and then a prominent screw and skin irritation which was treated with pain medication as the patient does not want another surgery. Attempts have been made and no further information has been provided.